Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported type ia endoleak is unconfirmed due to a lack of imaging provided surrounding the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be under surveillance. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a palmaz balloon expandable stent at the level of the seal zone. It was noted that there was difficulty inserting the palmaz stent due to extensive iliac calcification in both the right and left common iiac arteries. There have been no additional patient sequelae reported and the patient will continue to be monitored.